Manufacturer narrative:
The subject device is not expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the left side of the oer-3 endoscope reprocessor overheated, causing a burning smell. When the field service engineer (fse) checked the inside of the oer-3, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank. Additionally, it was found that the reprocessor had been operating while the liquid was leaking, and several scopes had been reprocessed with this condition. There have been no reports of patient harm or infection due to the event. This report is being submitted for the evis lucera colonovideoscope that had been reprocessed in the oer-3 and then used in a procedure. The oer-3 endoscope reprocessor is being reported in the MDR with patient identifier (B)(4).